Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in outcomes attributed to adverse event, which was marked incorrectly as this is product problem only as mentioned in adverse event or product problem in previous report. Report source was missing the previous report, in this correction report it is correctly marked as consumer. Type of report incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report.